Event description:
It was reported that the left ventricular lead failed to achieve good fixation in the vessel and the thresholds rose to an unacceptable level. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: dtba1qq ICD, implanted: (B)(6) 2014; 4076 lead, implanted (B)(6) 2014. (B)(4).